Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed the battery compartment is cracked from threads to the seal case this report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings:battery compartment is cracked from threads to the seal case.